Event description:
The sales rep reported that during a knee surgery that the faceplate of the customer's vapr cp90 without hand controls fell off into the patient's joint space. The surgeon completed the procedure with no patient consequences. The procedure was delayed over 2 hours while the surgeon retrieved the faceplate. The faceplate was retrieved. No x-rays were reported to have been done. The customer uses wall suction with these devices. The sales rep was not present.

Manufacturer narrative:
Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem . (B)(4) complaints were identified in the last 2 years for this product. Following is the list of mdrs filed with FDA: 1221934-2013-00168, 1221934-2013-00178, 1221934-2013-00198, 1221934-2013-00202, 1221934-2013-00251, 1221934-2013-00381, 1221934-2014-00045, 1221934-2014-00046, 1221934-2014-00089, 1221934-2014-00262, 1221934-2014-00279, 1221934-2014-00286, 1221934-2014-00311, 1221934-2014-00335, 1221934-2014-00391, 1221934-2014-00406, 1221934-2014-00424, 1221934-2014-00450, 1221934-2014-00468, 1221934-2014-00469, 1221934-2014-00480, 1221934-2014-00491, 1221934-2014-00499, 1221934-2014-00515. What actions has your firm taken to address this problem? A supplier CAPA has been initiated to investigate this failure. The following possible root causes have been identified: joint between active tip and active suction tube was not welded, or received very weak weld. This is based on one complaint where the active tip was returned without any evidence of a weld. Retaining bridge on active suction tube that provides weld material is not providing sufficient weld material and retention. Misuse, (eg. Extended activation or overloading of mechanical forces). Mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process. This CAPA is currently in the investigation phase and corrective actions will be implemented as soon as they are identified. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual. A complete description of investigation and analysis methodology (ies) used, an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, and any conclusions reached based on the investigation and analysis results. The complaint device was received and evaluated. Visual inspection confirms the active tip is broken but not returned and the ceramic on the distal tip showed signs of activation. Visual examination of the returned electrode suggests that the failure occurred at the suction tube had sheared at the juncture between itself and the active tip. No electrical or functional tests were conducted due to the condition of the electrode. This failure is being investigated under a supplier CAPA. The following possible root causes have been identified: joint between active tip and active suction tube was not welded, or received very weak weld. This is based on the fact that one complaint where the active tip was returned does not show any evidence of a weld. Retaining bridge on active suction tube that provides weld material is not providing sufficient weld material and retention. Misuse, (eg. Extended activation or overloading of mechanical forces). Mechanical fatigue due to stress corrosion pitting / corrosion and due to welding process. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint for this lot of devices that were released to distribution. Further, in the past 12 months, there were (B)(4) other complaints noted with the same failure and root cause. The observed complaint rate is (B)(4) and is below the expected rate of (B)(4). Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a knee surgery that the faceplate of the customer's vapr cp90 without hand controls fell off into the patient's joint space. The surgeon completed the procedure with no patient consequences. The procedure was delayed over 2 hours while the surgeon retrieved the faceplate. The faceplate was retrieved. No x-rays were reported to have been done. The customer uses wall suction with these devices. The sales rep was not present.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms the active tip is broken but not returned and the ceramic on the distal tip showed signs of activation. Examination of the returned electrode suggests that the failure occurred at the suction tube had sheared at the juncture between itself and the active tip. No electrical or functional tests were conducted due to the condition of the electrode. This failure is being investigated under a supplier CAPA. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint for this lot of devices that were released to distribution. Further, in the past 12 months, there were 9 other complaints noted with the same failure and root cause. The observed complaint rate is 0.003% and is well below the expected rate of 0.05% per the risk assessment. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a knee surgery that the faceplate of the customer's vapr cp90 without hand controls fell off into the patient's joint space. The surgeon completed the procedure with no patient consequences. The procedure was delayed over 2 hours while the surgeon retrieved the faceplate. The faceplate was retrieved. No x-rays were reported to have been done. The customer uses wall suction with these devices. The sales rep was not present.